Event description:
It was reported that in clinic, the right ventricular lead exhibited noise due to oversensing. The patient was asymptomatic. The noise was reproducible with arm movements. The lead was explanted and replaced. The patient remained stable post procedure.

Manufacturer narrative:
(B)(4).